Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. A customer report was confirmed involving the foam of the CPR sensor and the sternum pad. The sternum pad was found torn at the top and adhered to the apex electrode, with debris present on both electrodes and the styrene liner missing; similar debris was visible in the customer provided photo which could suggest patient use was a factor. Per zoll procedure all electrode pads undergo 100% visual inspection during manufacturing. Retain samples were evaluated with no similar results or non-conformances during the manufacturing process of the lot. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, upon opening the packaging of these electrode pads the CPR sensor was stuck to the rectangle pad in between the plastic backing and the side of the pad that contacts the patients skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.